Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 142 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 116 mg/dl and 127 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 142 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 116 mg/dl and 127 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.